Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative broken footplate of kerrison punch.

Manufacturer narrative:
Corrections: ** (this statement should not have been apart of the original complaint): reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. **(B)(6). **initial report indicated that the reported devices is not marketed in u.s. However, similar devices are marketed in u.s. (B)(4). Manufacturing site evaluation: the working end of the kerrison bone punch is broken off. The kerrison punch was analyzed with the digital microscope. A hardness test was performed. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch. This kind of instruments is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related.